Manufacturer narrative:
This product is not marketed in the us. No similar complaints types events were reported for units within the same lot. (B)(4).

Event description:
The indicated that the surgeon attempted to implant a ks-3ai, 19.5 diopter, intraocular lens in the patient's eye on (B)(6) 2017. When pushing the rod, the surgeon had difficulty as he felt it was hard to push and the tailing haptic tucking appeared abnormal. There was no patient contact and no patient injury. A back-up lens was used and it was successful.

Manufacturer narrative:
Additional information: device evaluation: the iol was folded correctly but remained inside the nozzle. Volume of viscoelastic material appeared to be enough. Top flange was pushed down till the final position. Claim #: (B)(4).